Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their pump alarmed and powered off during the night. This complaint is being reported because it was not resolved during the course of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/27/2013 with the following findings: the data from the reported event date was overwritten in the pump¿s history due to continued use of the pump. No power issues were observed in the pump¿s available history. No damage was found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump and the pump powered on with no alarms. The pump was exercised for 24 hrs with no alarms or power issues occurring. The pump was opened and no damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.